Manufacturer narrative:
Concomitant medical products: 5076-52: lead. Implanted: (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was believed to have been exposed to some electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.